Manufacturer narrative:
(B)(4)

Event description:
It was reported the catheter was being placed femorally in the operating room prior to a procedure. They attempted insertion twice and were unable to find the vessel. On the third attempt they were successful. The patient was moved to the ICU floor after surgery. The patient was permitted to sit up out of bed. On (B)(6) 2016, 26 hours post insertion, the catheter was easily removed. The pa noticed that the entire catheter was not retrieved. A surgical removal of the catheter body was needed. The retrieval was successful. The catheter was fractured just below the juncture hub.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the catheter fractured was confirmed. The customer supplied a photo of the sample that showed a catheter where the body had separated below the juncture hub. The catheter was connected to a tubing set that was not supplied with the arrow kit. The catheter body is approximately 5 in. In length. The portion of the body that had separated from the catheter could was not visible in the photo. As a result it could not be determined from the photo if the entire body that separated from the catheter was removed from the patient. A review of the device history records, based on sales history, did not reveal any manufacturing related issues. A risk evaluation was completed for this issue. The probable cause of the catheter separation could not be determined based upon the information provided and without the actual sample. No further action will be taken.